Event description:
Reportedly, after the instrument fired, the surgeon had a difficult time removing the anvil from the anastomosis. Surgeon had to use his hand to manipulate the anvil out. One half of the donut ring was thinner than the other side and the donut ring was very rough on the interior of the ring. Surgeon performed a water test from leaks, no leaks were found so the surgeon then decided to oversew the anastomosis. Pt status fine. Procedure: lower anterior resection.